Event description:
Physician and respiratory therapy were at the bedside making a ventilator setting change. Ventilator went in-operable and was not ventilating patient. The patient was removed from the equipment and staff started bagging the patient. The equipment was removed and replaced. Alarm screen went blank and the backup system did not kick in. There was no harm to the patient.====================== manufacturer response for ventilator, puritan bennett 840 ventilator======================problem was caused by a defective gui cpu. Vendor replaced gui cpu. Performed gas output and port hardware update and installed ferrites. Performed all required calibrations/verifications. Unit passed est, pvt and electrical safety test.